Manufacturer narrative:
Summary of evaluation: the result of the evaluation performed suggest the event was attributed to less than optimum design. Corrective action has previously been implemented to improve the design and preclude this event in the future.

Event description:
An alta tibial rod extractor adaptor broke during the routine removal of an alta tibial rod from the pt's tibia. The surgeon made several attempts to remove the rod utilizing instrumentation such as bone hooks and cables. The surgeon was able to remove the broken piece of the adaptor from the rod and place a bolt in the rod. The bolt allowed the surgeon to remove the rod. However, the tibia was fractured in the process.